Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the needle/inner cutter severely bent and cracked. No functional testing could be performed due to the probe needle bent/cracked condition. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract if from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration failure due the probe needle bent/cracked condition. How and when the probe needle became bent/cracked cannot be determined from this evaluation, therefore the exact root cause of the bent/cracked needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent/cracked needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration of probe was weak during surgery. The condition of actuation and cutting was unknown, the procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.